Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that, the patient experienced 3 infusion sets cannula kinked issue on (B)(6) 2024. The issue occured within 3 hours of insertion., after being in use for 4 hours. This issue led to an increase in blood glucose level and treated with correction bolus via pump. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.